Event description:
A malfunction alarm, specifically malf 12, was reported, but there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information and guided them through the reset process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue happened again.